Manufacturer narrative:
The returned lens was measured for diopter and is correct as labeled, 16.5 d. The iol met all specifications for optical properties. Our investigation identified no product deficiency, suggesting that this event was not caused by the iol. All available information is included in this report.

Event description:
The account reported the intraocular lens was exchanged for another lens without injury or adverse effects due to the patient's hyperopic outcome.